Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) use it in the catheter room for emergency cases. When catheter inserted and started, "iab light sensor failure" occurred, the waveform of the arterial pressure part froze, and the numerical value changed rapidly. The engineer used his quick wit and immediately replaced it with the cs300, and it started without any problems. However, the notation of poor arterial pressure signal quality remained. Of course, the engineer thinks that cardiosave is bad, but the categorization seems to be bad, so he has been asked to perform two analyses. Related balloon complaint # onetrack # 754565/onesupport::409991.

Manufacturer narrative:
At the service center, the field service engineer failure was unable to replicate the failure. The fiber optic module was replaced as a precaution. The unit passed all safety and functional tests, and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) use it in the catheter room for emergency cases. When catheter inserted and started, "iab light sensor failure" occurred, the waveform of the arterial pressure part froze, and the numerical value changed rapidly. The engineer used his quick wit and immediately replaced it with the cs300, and it started without any problems. However, the notation of poor arterial pressure signal quality remained. Of course, the engineer thinks that cardiosave is bad, but the categorization seems to be bad, so he has been asked to perform two analyses. There were no adverse consequences to the patient.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d4 (version or model #, catalog #, unique identifier (UDI) #). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no information about repair is provided